Event description:
As reported by the user facility: "user took a total of 45 minutes, problem solving the issue with the pump and tubing. User tried all the b. Braun trick to administer this ivig on time. User already primed the tubing there, can't be changed, I changed the pump, but it was giving the same problem. The patient was sick and got even more anxious knowing the delay with pump. Educator involved but unsuccessful, after 45 minutes, user had to run this blood product via gravity. The pump caused unnecessary delays with the delivery of this blood product." Alarm events: air in line: not visible and unresolved.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample and/or lot number were provided. Further investigation of the complaint is not possible without a sample and/or lot number. The reported defect was unable to be confirmed. The actual defective device is valuable tool in investigating the cause of this incident. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.